Event description:
The customer reported being unable to acquire 12-lead ECG which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG which could impact or delay diagnosis or treatment. No evaluation/repair data was noted. The customer has not called back regarding this issue for this device. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since no evaluation/repair data was noted. (B) (4).